Event description:
Pt had c-section performed in 2009, without any noted complications. Five days later, pt presented to emergency department with dehiscence of wound. Upon surgical intervention to repair the wound, surgeon reported that maxon 2-0 sutures appeared to be in multiple pieces and looked as if they were melted. Surgeon documented cause to be "failed sutures". Pt discharged to home in stable condition three days later. Diagnosis: surgical procedure.